Event description:
It was reported that the procedure was to treat a heavily tortuous, mildly calcified and 100% stenosed distal circumflex artery. While advancing a 2.75 x 15 mm nc trek balloon catheter, it could not cross the lesion and the shaft kinked. While removing the device from the anatomy the shaft separated at the kink. A 2.75 x 15 mm nc trek balloon catheter was used successfully to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and analyzed. The reported failure to cross could not be replicated in a testing environment. The reported shaft separation was confirmed. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on all the information reviewed and the return analysis, there is no indication of a product deficiency.